Event description:
Consumer called to report low readings, but felt her readings were lower. Went to her employer's health nurse who tested her since she was feeling shaky. Nurse's meter rain lower and she was given glucose gel and juice.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.